Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported patient effect of unchanged tr appears to be related to the slda. Tr is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr), previous cardiac surgery and restricted anterior leaflet for a triclip procedure. During the procedure, imaging was challenging due to the anatomy. A triclip was successfully implanted. Post deployment, the clip had single leaflet device attachment(slda) from the anterior leaflet. Per the physician, the slda was due to the pre-existing patient anatomy. The tr remained unchanged post procedure. There was no clinically significant delay or adverse patient effects.